Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that an expired plate was implanted into the patient.

Manufacturer narrative:
(B)(4). The associated device was not returned for evaluation. A review of manufacturing records revealed the sterility of this product is 5 years, and the expiration date indicated on the label is correct. With no further information available, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.